Event description:
Reporter alleged obtaining discrepant blood glucose results of "hi" (greater than 600 mg/dl), 72 mg/dl and 92 mg/dl within 5 minutes when testing was performed on the advantage system. Customer was feeling low blood sugar symptoms and self treated. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.